Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the cartridge tubing. Customer's blood glucose was 437 mg/dl. Reportedly, the cartridge was in use for 3 days with humalog insulin and tandem's technical support educated customer on cartridge/insulin labeling. The tubing was changed to address the event.